Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file shows that alarm 241 "blower temp high" was triggered 07 times between 28/09-08/10, and alarm 240 "blower temp too high" occurred twice on 08/10. Alarm 316 "bower failure" appeared on 09/10 on next startup. As per blower test screenshot, blower current is 0.81 to 0.84a, blower voltage is 9.36 to 9.96 v, and blower rpm is 01/rpm. Blower appears to be faulty. Also, alarm 389 "no o2 dosing possible" was triggered 4 times on between 27/09 & 22/10. Informed the customer to perform o2 gas path test, as well as a cross check with another well-known blower and a blower test, to ensure the status of the main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 316-blower failure. The issue occurred during patient use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. However, vyaire medical was able to confirm and it was a user fault; the overheating of the blower was caused by a lack of maintenance / filter exchange, combined with failure to respond to blower temperature alarms, resulting in blower unit damage. The customer was advised to cross-check with another well-known blower and perform a blower test to ensure the status of the main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.